Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-aug-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2019 the hcp was requesting MRI compatibility guidelines if there was just a piece of the catheter in the patient. Per the hcp, ¿the original catheter was broken, so they replaced the pump and left the broken catheter in place¿ and then they ¿later removed the pump and now there is just the broken catheter still implanted¿. The hcp then stated that this was all the information she had regarding the patient. The event date was unknown. No patient symptoms were reported. No further complications were reported/anticipated.